Event description:
The below report was received by health authority ansm (reference number: (B)(4) on 30-aug-2017. The most recent information was received on 24-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and lower respiratory tract infection ("chest infection") in a 44 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced hot flush ("major hot flushes"), premature menopause ("early menopause") and amenorrhoea ("menstrual periods had not yet resumed"). In (B)(6) 2013 she experienced abdominal pain (seriousness criterion medically important), lower respiratory tract infection (seriousness criterion medically important), heavy menstrual bleeding ("periods started again and I had to change every hour"), back pain ("back pain / lumbago"), tendonitis ("tendonitis / tendon"), periorbital swelling ("puffy eyes"), insomnia ("insomnia"), loss of libido ("loss of libido"), bronchitis chronic ("chronic bronchitis") with dyspnoea and productive cough, feeling cold ("feeling of cold"), arthralgia ("joint pain"), pain in extremity ("pain in arms"), neck pain ("pain in neck"), sciatica ("pain in sciatic nerve"), fatigue ("constant fatigue / chronic fatigue"), dizziness ("dizziness") and aphasia ("difficulties in conversation, cannot find the words and lose the thread") and was found to have thyroid function test abnormal ("thyroid levels that changed"). An unknown time later she experienced abdominal distension ("swollen abdomen"), cough ("cough"), tinnitus ("tinnitus"), dyspnoea ("breathlessness"), paraesthesia hand ("tingling hands"), paraesthesia foot ("tingling feet"), limb discomfort ("leg heaviness"), toothache ("dental pain"), amnesia ("loss of memory") and speech disorder ("speech disorder") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics as well as physical therapy. At the time of the report, the outcomes for abdominal pain, lower respiratory tract infection, hot flush, premature menopause, amenorrhoea, heavy menstrual bleeding, back pain, tendonitis, periorbital swelling, insomnia, loss of libido, bronchitis chronic, feeling cold, arthralgia, thyroid function test abnormal, pain in extremity, neck pain, sciatica, fatigue, dizziness and aphasia were unknown. No causality assessment was received for essure with regard to hot flush, premature menopause, heavy menstrual bleeding, abdominal pain, back pain, tendonitis, periorbital swelling, insomnia, loss of libido, bronchitis chronic, feeling cold, arthralgia, thyroid function test abnormal, lower respiratory tract infection, pain in extremity, neck pain, sciatica, fatigue, dizziness, aphasia, amenorrhoea, abdominal distension, cough, tinnitus, weight increased, dyspnoea, paraesthesia hand, paraesthesia foot, limb discomfort, toothache, amnesia or speech disorder. The reporter commented: sports have become harder. Work was hard because she was a hairdresser who was on her feet all the time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood test] in (B)(6) 2013: results: thyroid levels changed. [Ultrasound scan] in (B)(6) 2013: results: inserts perfectly ok; in (B)(6) 2013: results: everything normal [x-ray] (date unknown): results: found nothing. The most recent follow-up information incorporated above includes data received on: 24-oct-2022: events - swollen abdomen, cough, tinnitus, weight gain, breathlessness, paraesthesia hand, tingling feet, leg heaviness, dental pain, loss of memory, speech disorder added. Nca reference number added, product insertion date updated. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 30-aug-2017. The most recent information was received on 02-nov-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain ("abdominal pain") and lower respiratory tract infection ("chest infection") in a 44 year-old female patient who had essure inserted for sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013 she experienced hot flush ("major hot flushes"), premature menopause ("early menopause") and amenorrhoea ("menstrual periods had not yet resumed"). In (B)(6) 2013 she experienced abdominal pain (seriousness criterion medically important), lower respiratory tract infection (seriousness criterion medically important), heavy menstrual bleeding ("periods started again and I had to change every hour"), back pain ("back pain / lumbago"), tendonitis ("tendonitis / tendon"), periorbital swelling ("puffy eyes"), insomnia ("insomnia"), loss of libido ("loss of libido"), bronchitis chronic ("chronic bronchitis") with dyspnoea and productive cough, feeling cold ("feeling of cold"), arthralgia ("joint pain"), pain in extremity ("pain in arms"), neck pain ("pain in neck"), sciatica ("pain in sciatic nerve"), fatigue ("constant fatigue / chronic fatigue"), dizziness ("dizziness") and aphasia ("difficulties in conversation, cannot find the words and lose the thread") and was found to have thyroid function test abnormal ("thyroid levels that changed"). An unknown time later she experienced abdominal distension ("swollen abdomen"), cough ("cough"), tinnitus ("tinnitus"), dyspnoea ("breathlessness"), paraesthesia hand ("tingling hands"), paraesthesia foot ("tingling feet"), limb discomfort ("leg heaviness"), toothache ("dental pain"), amnesia ("loss of memory") and speech disorder ("speech disorder") and was found to have weight increased ("weight gain"). The patient was treated with antibiotics as well as physical therapy. At the time of the report, the outcomes for abdominal pain, lower respiratory tract infection, hot flush, premature menopause, amenorrhoea, heavy menstrual bleeding, back pain, tendonitis, periorbital swelling, insomnia, loss of libido, bronchitis chronic, feeling cold, arthralgia, thyroid function test abnormal, pain in extremity, neck pain, sciatica, fatigue, dizziness and aphasia were unknown. No causality assessment was received for essure with regard to hot flush, premature menopause, heavy menstrual bleeding, abdominal pain, back pain, tendonitis, periorbital swelling, insomnia, loss of libido, bronchitis chronic, feeling cold, arthralgia, thyroid function test abnormal, lower respiratory tract infection, pain in extremity, neck pain, sciatica, fatigue, dizziness, aphasia, amenorrhoea, abdominal distension, cough, tinnitus, weight increased, dyspnoea, paraesthesia hand, paraesthesia foot, limb discomfort, toothache, amnesia or speech disorder. The reporter commented: sports have become harder. Work was hard because she was a hairdresser who was on her feet all the time. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. [Blood test] in (B)(6) 2013: results: thyroid levels changed. [Ultrasound scan] in (B)(6) 2013: results: inserts perfectly ok; in (B)(6) 2013: results: everything normal. [X-ray] (date unknown): results: found nothing. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-nov-2022: quality safety evaluation of product technical complaint. Further company follow-up with the regulatory authority is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.